Manufacturer narrative:
This supplemental report is being submitted to correct the contact office.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostril. Repeat testing was not performed. Rt-pcr confirmation testing was performed with a new nasopharyngeal and oropharyngeal swab sample and generated negative results. The customer stated that the patient was symptomatic. The patient was admitted to the hospital and quarantined from family. The customer stated that the patient was not treated due to the physician at the private hospital being unbale to determine the type of treatment needed.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018903, test base part number 190-430 / lot 1018903. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is 0.01%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.